Manufacturer narrative:
The initial medical device report was submitted via an alternative summary report on (B)(6) 2018 under authorization number (B)(4) for manufacturer abbott under registration number (B)(4). Analysis was normal. No anomalies were found.

Event description:
The initial medical device report was submitted via an alternative summary report on (B)(6) 2018 under authorization number (B)(4) for manufacturer abbott under registration number (B)(4).

Manufacturer narrative:
Correction: g3 should have been populated in the previous MDR.

Manufacturer narrative:
The initial medical device report was submitted via an alternative summary report on 02/26/2018 under authorization number e19974033 for manufacturer abbott under registration number 2017865. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The cause of infection could not be traced to the device.

Event description:
It was reported that the system was explanted due to infection without adverse events. The procedure concluded successfully with the patient having remained stable before, during, and afterwards. The patient will be treated medically for the infection before further plans are made. Related manufacturer reference number: the initial medical device report was submitted via an alternative summary report on 02/26/2018 under authorization number e19974033 for manufacturer abbott under registration number 2017865.